Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.  Analysis of the recharger (B)(4) found evidence of broken connector pins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator recharger (insr) connector pin was not working and thought to be defective because it was ¿wiggly¿ and bent. It was stated that ¿inside the piece is still there¿ for the connector pin. Per the consumer they had been very careful with the equipment. The implantable neurostimulator (ins) battery was almost dead and the implantable neurostimulator recharger (insr) was dead. These issues were noticed 2 weeks ago when it first was not connecting. A replacement desktop charger was requested. Even though the patient was going to be getting replacement equipment the patient was concerned that the ins would completely die causing them to be without therapy and damage the ins. The patient had turned their settings down low and was seeing that the ins was ¼ charged. No further complications were reported. Additional information received stated that the connection between the desktop charger and the recharger broke a second time, and pain returned while trying to charge the device. The patient was given a loaner desktop charger while the new one was overnighted. Additional information received stated that that the new dtc was working well and had not broken. The patient clarified that the desktop charger had only broken once. The patient reported meeting with a rep to get a loaner dtc to resolve the issue. The patient stated that since she could not charge, the recharger and ins were almost depleted and she experienced pain and was not getting relief. The patient stated that the issue was resolved by the new desktop charger, and the device is working, and the patient's pain is gone. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.